Event description:
The rptr did meter to hcp meter comparison tests at rptr's dr's office. Tests were capillary using separate fingersticks, minutes apart. Rptr meter read 275 mg/dl, and the dr's meter (surestep pro) was 64 mg/dl. The rptr did not have any symptoms. (During troubleshooting, nurse entered room and said that the hcp meter was reading incorrectly; no further info given.) A control test of 120 mg/dl was in range. A blood test was done, and an er6 message was given; did not appear on retest. Rptr has accurate test technique. No harm was alleged.